Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The troubleshooting was not mentioned. The patient was advised to stop use of the insulin pump and switch to use an alternate plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarm during testing. However, the formatted history file confirmed pump error 53 and pump error 4 due to a software error.